Event description:
It was reported that the rigid video laparoscope had a blurry image and a broken light guide bundle during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device objective lens of the insertion section had a large amount of dust and component failure of the foreign object inside charged coupled device objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled device objective lens of the insertion section had a large amount of dust and component failure of the foreign object inside charged coupled device objective lens was cause not determined and for light guide bundle was interrupted and weakened/ beam was broken and blurry image was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.